Event description:
The device was used during a lower anterior vaginal hysterectomy procedure. Reportedly, the staples were missing. The surgeon used cautery to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/13/1998- suplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.